Event description:
It was reported that during an unknown procedure, one staple line did not staple; sutured by hand. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during unpacking the device, no stent was present on the balloon. No patient complications were reported and the patient was stable.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.